Event description:
It was reported that hospital staff was practicing and demonstrating the use of the cardiohelp-I system when the screen display showed only black and white dots with occasional colored dots. The emergency button was used to turn the system off. No patient involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The problem could not be replicated during additional customer use and maquet service testing. Investigation of the device log files could not confirm the described failure. A supplemental medwatch will be submitted if new information becomes available.